Event description:
Ivc filter retrieval was attempted following surgery and 75 days after filter placement, but the hook was unable to snared and the retrieval was unsuccessful. Splaying of the primary filter legs and perforation of at least two of the primary filter legs was demonstrated on the venacavogram obtained during the retrieval attempt. A follow up CT scan obtained 566 days after filter placement demonstrated interval fracture of the posterior primary filter leg with migration of the fractured filter leg over 11cm inferiorly and laterally into the right paraspinal muscles. Fractured posterior primary filter leg. No information on retrieval after demonstration of fracture.

Manufacturer narrative:
(B)(4). No specific date of implant was provided in the article other than "the study included all patients at our institution in whom an ivc filter was placed (B)(6)". No information on retrieval/explant. Investigation is still in process.